Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('removal at age 31/persistnat pelvic pain') and ovarian cyst ('right ovary cyst') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), mood swings ("mood swings"), endometriosis ("endometriosis"), polycystic ovaries ("pcos"), ovarian adhesion ("scar tissue attaching left ovary to small intestine and bowels/ rashscaring due to acne"), rash ("rash"), scar ("rashscaring due to acne") and dyspareunia ("pain with intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and surgery to remove cyst). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, mood swings, endometriosis, polycystic ovaries, ovarian adhesion, weight increased, rash, scar and dyspareunia outcome was unknown. The reporter considered dyspareunia, endometriosis, mood swings, ovarian adhesion, ovarian cyst, pelvic pain, polycystic ovaries, rash, scar and weight increased to be related to essure. The following information was received from social media. Ovarian cyst, mood swing, scar, weight gain, polycystic syndrome, rash, acne, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain and other endometriosis, mood swing, scar, pcos, weight gain, pain with intercourse, rash, acne were added. On (B)(6) 2020: coding correction done- pt of scar tissue attaching left ovary to small intestine and bowels updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal at (B)(6)') and ovarian cyst ('right ovary cyst') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (essure removal and surgery to remove cyst). Essure was removed. At the time of the report, the medical device removal and ovarian cyst outcome was unknown. The reporter considered medical device removal and ovarian cyst to be related to essure. The following information was received from social media. Ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report